Event description:
It was reported that pump displayed malfunction code without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.